Manufacturer narrative:
Due to character limitations e1 - tel (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the balloon did not move when the machine was used. It did not inflate. There was no patient use.